Event description:
The surgeon's office reported "a leaking port". The alleged leakage was noted in the surgeon's office, during an adjustment. Fluoroscopy was done and an alleged "leak in the port" was noted at that time.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."